Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexl0169 showed no other similar product complaint(s) from this lot number.

Event description:
On 07/31/2014 - per received medwatch. On (B)(6) 2014 - infant found with pcvc dressing intact, and pcvc catheter broken off from anchor device. Line was discontinued, parents were notified. Infant showed no signs of harm.